Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room 7-9 times and 4 times in ICU for high blood glucose and diabetic ketoacidosis. Customer was in a coma for 2-3 days from (B)(6) 2022 to (B)(6) 2022. The customer¿s blood glucose level was 800 mg/dl at the time of incident. The customer passed out and does not remember what happen next. Customer also received insulin flow block alarmthe customer received only 2 units of insulin per hour. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the customer were hospitalized for 2-3 days on (B)(6) 2022 due to diabetic ketoacidosis and for going into a coma. Prior to the event the user stated they lost consciousness. Blood glucose was 800 mg/dl. User wanted to know why they had these blood glucose levels when using the insulin pump. User stated they had gained weight and that the pump was working but they were having a problem with insulin going inside body. User mentioned [infusion set] was bending on their body. Customer declined completing troubleshooting. User did mention they were getting 2u/hr and was advised to speak with hcp on settings. User had mentioned they had been to the emergency room 7-9 times and in the intensive care unit 4 times. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.